Event description:
A report was received from an international sub-distributor that one bottle of cidex glut was received leaking. Additional information stated that there were no adverse effects associated with the reported leakage.

Manufacturer narrative:
(B)(4) (other, leaking).